Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assemblies.

Event description:
The customer reported that the insulin pump was dropped in water and the device had a black screen, unresponsive buttons and moisture under the screen. No further info was provided.